Event description:
Report received from the USA stating that during testing a "hole in the outer layer of the hose" of the device was discovered. The device was not being used in surgery. There were no injuries or medical intervention reported. There was no additional info provided.

Manufacturer narrative:
The device has been received by anspach. If additional info is received, a supplemental report will be sent. (B)(4).